Event description:
It is reported that the patient was revised and the wound was drained.

Manufacturer narrative:
Evaluation summary: the revision notes also stated that the tissue did not look infected and the joint fluid was a distinctly different color and consistency than the previous superficial space fluid that was draining. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.